Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es customer reported that integrated waste did not capture when they performed wasting at the dispense point for hydromorphone 0.5 mg/0.5 ml. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the integrated waste did not capture during wasting at the dispense point. A technical support specialist (tss) dialed and verified that med ID hdrm0.5i had undocumented waste enabled. Because of this setting, users were required to resolve any undocumented waste for this item. Device b09b was configured to support waste on removal. The ¿waste now or later¿ option was enabled, which allowed users to choose whether to waste at the time of removal or complete the waste later. The product support engineer reviewed the provided screenshot and observed that some transactions were removed without integrated waste at the time of dispense. As a result, the system required users to complete the waste action later. This behavior was expected because the ¿waste now or later¿ option was enabled on device b09b. If the preferred workflow was to require waste at the time of dispense, the ¿waste now only¿ option needed to be enabled. This setting could be updated on the es server webpage under device settings. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es customer reported that integrated waste did not capture when they performed wasting at the dispense point for hydromorphone 0.5 mg/0.5 ml. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.